Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to a manuscript, the end stage of dialysis access: femoral graft or hero vascular access device, the patient had a surgical revision of the hero graft. Additional information indicated that the revision was of strictured arterial anastomosis with interposition ptfe three weeks after de novo hero implantation and patch angioplasty of avg after graftotomy for surgical thrombectomy one year after implantation.

Manufacturer narrative:
According to a manuscript, the end stage of dialysis access: femoral graft or hero vascular access device, the patient had a surgical revision of the hero graft. Additional information indicated that the revision was of strictured arterial anastomosis with interposition ptfe three weeks after de novo hero implantation and patch angioplasty of avg after graftotomy for surgical thrombectomy one year after implantation. 2 years after implantation the hero was abandoned because of intractable and repeated thrombosis. The manufacturing records for lot 0001316 were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. The article accepted for publication in the annals of vascular surgery indicates that a retrospective review was performed of 21 hero graft patients and 35 femoral arteriovenous graft (favg) patients whose access was placed between may 2009 and february 2013. Most hero grafts (85%) were placed in the upper limb. While 40 % of hero grafts were constructed for salvage of an existing arteriovenous graft (avg), the majority (60%) were placed de novo, requiring a bridging tunnel dialysis catheter (tdc). The average number of interventions per access was 1.1+/- 1.47 for favg and 1.65 +/- 2.52 for hero (p=0.35). According to table ii, there were 5 (10.6%) hero graft patients requiring surgical intervention for thrombosis compared to 8 (12.3%) of the favg group. The primary patency rates at 1 year were 18.7% for favg and 29.0% for hero (p=0.67). Secondary patency rates at 1 year were 50.6% for favg and 53.5% for hero (p= 0.69). The hero graft instructions for use (IFU) lists prosthesis failure, foreign body reaction or rejection, partial stenosis or full occlusion of the prosthesis or vasculature, device kinking or compression, edema or seroma as known potential complications. Thrombosis is the most common cause of vascular access dysfunction. Table 1 of the IFU shows the primary patency at one year observed in both of the pre-market clinical trials: 36.0% in the patency study and 33.3% in the bacteremia study. The rate of secondary patency at one year in both of the pre-market clinical trials was: 70.0% in the patency study and 77.8% in the bacteremia study. The intervention rate for both studies was 1.7 per year in the patency study and 2.5 per year in the bacteremia study. Thrombosis is the most common cause of vascular access dysfunction and potential complication listed in the hero graft instructions for use (IFU). This complaint was reviewed for a CAPA. The indication for revision was a reported stricture; however, the site of or cause of the stricture are unknown. The hero IFU lists the following potential complication which may have caused the reported stricture: foreign body reaction or rejection, partial stenosis or full occlusion of prosthesis or vasculature, device kinking or compression, edema, and seroma. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk.

Event description:
According to a manuscript, the end stage of dialysis access: femoral graft or hero vascular access device, the patient had a surgical revision of the hero graft. Additional information indicated that the revision was of strictured arterial anastomosis with interposition ptfe three weeks after de novo hero implantation and patch angioplasty of avg after graftotomy for surgical thrombectomy one year after implantation.